Manufacturer narrative:
(B)(4). This report is being submitted late, due to an internal retrospective review. Complaint sample was evaluated and the reported event was confirmed. Evaluation shows that the titanium tip was detached from the peek portion of the anchor. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the titanium tip of a quattro link knotless anchor became detached from the peek implant in the joint, and that it was left in the patient.